Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels of 293 mg/dl. The customer reported that the insulin pump had a crack on the upper left of the screen. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).